Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910.   The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Post procedural complication is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After the tube placement the patient experienced a post procedural complication, cardiac arrythmia due to atrial fibrillation. The patient is being treated with oral anticoagulant therapy on a chronic basis, lixiana (edoxaban), and did not require hospital admission.